Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment was completed as planned by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified when the footswitch was connected to the charger, the battery indicator remained solid green instead of flashing, and the wi-fi indicator was flashing red. Further troubleshooting revealed that the internal battery of the wireless footswitch was not charging correctly. To resolve the issue, the fse replaced the wireless footswitch and base station. To resolve this issue, fse replaced the wireless footswitch and base station. The wireless footswitch was returned to philips for further analysis the analysis found that the charger connector cap is missing, the battery icon doesn't blink during charging, leds exhibit faulty behavior, and the unit connects to the base station but doesn't transmit signals, with unstable base station connectivity when power is removed. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the wireless foot switch was not working. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.